Event description:
Md was placing endovascular coils and the coils would not exit the microcatheter. The coils were removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for endovascular coils, (brand not provided) (per site reporter) clinical site notified. Mfg rep directly.